Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted. There were no allegations against device functionality. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. This issue is discussed in the q2 2010 product performance report.